Manufacturer narrative:
A getinge field service engineer (fse) reported that the power management board was also replaced but as a precautionary measure to ensure that there would be no more problems. The iabp passed all functional and safety checks and cleared for clinical use.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) suddenly powered off. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate this unit. After the test, it was initially determined that the battery was faulty, which caused the battery to fail to continue power supply and the power supply then caused the original battery supply state to be switched to ac mode. In the future, it will be possible to switch to ac mode. Ac power supply takes about 15s and power off. It was recommended to replace 2 batteries to facilitate the use of the unit. The batteries were replaced by a dealer engineer. And the iabp passed all functional and safety checks and has been returned to clinical use.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) suddenly powered off. There was no patient involvement, and no adverse event was reported.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) suddenly powered off. There was no patient involvement, and no adverse event was reported.